Event description:
It was reported that screwdriver broke into two pieces. It did not connect to attachments. The pieces were found and removed from surgery. Surgical time was not extended, and there were no consequences because of the event.

Manufacturer narrative:
Product complaint #:(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that the instrument broke into two pieces.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that screw driver broke. It did not connect to attachments. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the ratchet control cap was detached from the main ratchet mechanism. The breakage is consistent with the user applying excessive leverage/torque on the quickset ratchet scdr hdl in a side-to-side or circular pattern. A functional test was conducted using a sample hudson adaptor and it revealed the quickset ratchet scdr hdl was able to assemble successfully. The complaint condition was not replicated. A dimensional inspection was not conducted due to not being applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the quickset ratchet scdr hdl would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.